Manufacturer narrative:
(B)(4).

Event description:
Prior to the start of the case, staff removed the plasmablade device from the box and discovered the tyvek lid was not sealed, compromising the sterility of the device. There was no damage reported and no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.